Event description:
It was reported that (1) device was used during a hemiorrhoidectomy. It was reported by the affiliate that when the surgeon fired the pph01 hemmorrhoid stapler, two staples did stay on the stapler. These staples looked like half way out of the stapler. Since there was an opening, the surgeon had to suture the tissue by hand to complete the case.